Manufacturer narrative:
The reported event of rod fracture was confirmed via correspondence with the sales representative. The device was not returned and a valid lot number was not provided therefore manufacturing history could not be reviewed. Due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that when the rod template was bending, it was broken in two. Additional information indicated; the reported event occurred over the patient's cavity.

Event description:
It was reported that when the rod template was bending, it was broken in two. Additional information indicated; the reported event occurred over the patient's cavity.